Event description:
The doctor reported that the patient indicated that the crown may be loose. Upon evaluation it was determined that the screw retaining the abutment was loose. The abutment screw will be replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One gold-tite tm hexed retaining screw was returned for inspection. A visual inspection revealed minimal to moderate wear of the device consistent with use. The internal hex of the screw appears slightly worn but in good condition and there is no indication that the device failed to meet specifications. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev d 06/17. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
One gold screw was received on 08 may 2017. However, product was misplaced in house and visual inspection cannot be completed at this time. If the product is located will reopen the investigation and submit a following-up report. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium hexed screws, it is recommended to torque at 20ncm. Product was misplaced in house; therefore condition reported cannot be verified at this time. A probable cause could not be determined.